Event description:
When the physician advanced coil into vessel, there was only wire pusher can be seen in monitor, no coil. The coil was still in the introducer sheath, it¿d been already detached. Before performed an operation, the physician had already checked coil connection and the green light illuminated. No one knows when the coil was detached and how. No patient or vessel code information provided.

Manufacturer narrative:
The complaint received states that during use the orbit galaxy g2 complex tdl fill, 4mmx7cm (641cf0407 / c13163) prematurely detached. When the physician advanced coil into vessel, there was only wire pusher can be seen in monitor, no coil. The coil was still in the introducer sheath, it¿d been already detached. Before performed an operation, the physician had already checked coil connection and the green light illuminated. No one knows when the coil was detached and how. No patient or vessel code information provided. There is no report of injury to the patient. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.

Manufacturer narrative:
The complaint received states that during use the orbit galaxy g2 complex tdl fill, 4mmx7cm (641cf0407 / c13163) prematurely detached. When the physician advanced coil into vessel, there was only wire pusher can be seen in monitor, no coil. The coil was still in the introducer sheath, it¿d been already detached. Before performed an operation, the physician had already checked coil connection and the green light illuminated. No one knows when the coil was detached and how. No patient or vessel code information provided. There is no report of injury to the patient. The coil was returned undamaged. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. The device positioning unit (dpu) and the sheath were returned separated from each other which by itself can cause an unintended mechanical detachment of the coil. Located 28.0 centimeters off the distal tip of the green introducer is the distal tip of the detached coil. Located at the proximal end of the coil is a section of opened skive with no mechanical sheath damage. The coils unintended detachment was found to be mechanical nature as the detachment fiber was severed with no signs of heat and melting. Located at the locking mechanism is stretching damage and resheathing tool marks that indented and damaged the sheath. The evidence as received shows that the unintended coil detachment was mechanical in nature occurring inside the sheath. This protrusion may have occurred from the resheathing tool caused damage found at the locking mechanism or from another unknown source of distal interference. The dpu had to have been retracted through the resheathing tool in order for both components to separate from each other. The unintended mechanical detachment most likely occurred when the dpu protruded outside the sheath resulting in the separation of the dpu and introducer sheath. The protrusion of the dpu through the introducer sheath may have caused the coil to be anchored which may have caused the unintended mechanical detachment of the coil. However, the exact circumstances which caused the unintended mechanical detachment to the coil cannot be determined. In addition, it cannot be determined or logically explained how the dpu without its coil managed to move past its distally detached coil located inside the sheath (without producing severe resistance or damage to the coil), into the unidentified microcatheter, and finally on to the aneurysm where it was discovered that the coil was not attached to the distal tip of the dpu. Without the identification or the return of the unknown microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint was confirmed on analysis. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the available information suggests that handling, procedural and target issues may have contributed to the reported complaint.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.